Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Partial separations, surrounded by abrasion, were noted on the shorter exhaust tube and inlet tube of the pump. These were not sites of leakage. Abrasion was noted on the longer exhaust tube of the pump. No functional abnormalities were noted with the pump. A separation was noted on the exhaust tubing of cylinder 1 near the strain relief. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. A crease mark was noted opposite to the separation, indicating the tube had been kinked onto itself. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then most likely caused stress on the exhaust tubing of cylinder 1, which resulted in the exhaust tubing to be kinked backwards resulting in a separation. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2014 and removed/replaced with a genesis malleable on (B)(6) 2021 due to a hole in the tubing approximately 2 centimeters from the cylinder.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast, though not verified, there was a hole in the tubing approximately 2 cm from the cylinder. There was a patient emergency perioperatively during implantation of reservoir. Dr elected to use genesis as it was the safest resolution. Procedure was changed from ipp to mpp. No other adverse patient effects were reported.